Manufacturer narrative:
The 3.0mm ivl balloon referenced in this report was returned to shockwave medical for investigation. The reported balloon rupture was confirmed. The 2.5mm ivl balloon was also returned and there was no device problem / malfunction observed. Based on the reported information and investigation observations, the balloon rupture could possibly be attributed to patient calcium. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being release for distribution. Cross-reference: MDR # 3015053858-2022-00025.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who was turned down for a coronary artery bypass graft (CABG), underwent a planned percutaneous coronary intervention (pci) at the left anterior descending artery (lad) and circumflex. Additionally, the patient had elevated st and was noted to be having chest pain. Access was obtained via right femoral approach, and the target lesion was prepared using rotational atherectomy. When the 3.0mm ivl balloon was at the mid lad, 10 pulses were delivered, and then the balloon lost pressure. A second ivl balloon (2.5mm) was inserted and used as a tool to keep the vessel open and pre-treat the vessel prior to stenting, but it was not inflated, and no therapy was given. The patient's condition declined unexpectedly with evidence of asystole and abrupt closure of the vessel. Immediately the physician began direct stenting of the lad with a drug eluting stent (des) to open the vessel. Following stenting, the procedure was completed with no further complications and the patient is reported to be stable with no additional sequelae reported.